Manufacturer narrative:
The following sections have been updated: g3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative. H11: corrected data.

Event description:
It was reported patient had implant placed and restored. Patient had crown come out and screw was found to be fractured. Multiple attempts made to retrieve screw without success and implant removed, tooth 13. Clinician stated that there was no indication of a broken collar, only a screw that fractured inside the implant. Both the restorative dentist and I tried a few methods to remove it, but were unable to do so the implant was trephined out since the broken screw precluded using reverse torqueing devices to remove it.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads and appeared to be trephined. The implants collar was fractured and had a screw stuck inside. DHR review was completed for the subject lot number 62740788. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62740788 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured and had a fractured screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported patient had implant placed and restored. Patient had crown come out and screw was found to be fractured. Multiple attempts made to retrieve screw without success and implant removed, tooth 13. Clinician stated that there was no indication of a broken collar, only a screw that fractured inside the implant. Both the restorative dentist and I tried a few methods to remove it, but were unable to do so the implant was trephined out since the broken screw precluded using reverse torqueing devices to remove it.